Event description:
The pt notified the orthopedic surgeon that she was having problems with her total hip. The x-rays were abnormal, upon revision the surgeon noticed that the liner (6728-004 size d) had disassociated from the acetabular shell (6610-050 50mm). The shell showed no signs of damage so the surgeon replaced the liner and the 28mm medium femoral head (9026-029).